Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to noise, intermittent capture was also noted. The lead was explanted and replaced.